Event description:
Procedure type: hernia. According to the reporter: before even using the trocar the flap was already broken and therefore not possible to inflate the balloon. Current pt status: good.

Manufacturer narrative:
(B)(4).